Event description:
Caller reported a tandem mobi cartridge alarm during the load process. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Cts confirmed the alarm and took action by sending a replacement pump, instructing the caller on returning the problematic pump, and providing storage mode instructions. The caller was to continue using the current pump until the replacement arrived, ensuring uninterrupted insulin delivery.